Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and was perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download. The receiver log was reviewed, no errors were observed. Functional testing and pairing test were unable to be performed due to perpetual rebooting. The reported event of loss of connection was not confirmed. A root cause could not be determined.